Manufacturer narrative:
The reported event that locking screw anchorage ø3.5mm / l18mm was alleged of 'device damaged' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by a misalignment of the screw with the hole. The wire most likely came off the screw because the user inserted the screw in a wrong position. Please follow exactly the corresponding op-tech to avoid damaging the screw. When using the drill guide the thread of the screw cannot touch the plate and therefore the screw cannot be damaged by the plate. One possibility is that the surgeon was drilling without a drill guide and therefore the hole for the screw was decentered. When the surgeon was inserting the screw in the decentered hole the screw was damaged by touching the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (an-st-1 en rev 2 anchorage optech) was reviewed and did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During implantation of the achorage cp lapidus plate, the thread of the 2 distal fixed angled screw flake off and the screw could not be fixed. During removal the surgeon noticed that the thread was grazed. A non fixed angled screw was inserted in the area of the cp's hole. On this screw some metal was grazed, function was not affected and after replacement of the screws it could be implanted without any problems.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During implantation of the anchorage cp lapidus plate, the thread of the 2 distal fixed angled screw flake off and the screw could not be fixed. During removal, the surgeon noticed that the thread was grazed. A non fixed angled screw was inserted in the area of the cp's hole. On this screw some metal was grazed, function was not affected and after replacement of the screws, it could be implanted without any problems.